Manufacturer narrative:
The manufacturer's field service engineer replaced the gas delivery subsystem to address this finding. The device successfully passed performance specification testing.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The manufacturer's service technician reported the ventilator alarmed low leak rebreathing risk. There was no patient involvement.